Event description:
It was reported that the implant at tooth site #25 failed to integrate, perforated the maxillary sinus and was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Date of event unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) imp, tsv, mcol mg, 4.1mm, 13m (tsvm4b13) was reported to perforate the maxillary sinus; however, they were not returned for investigation, so visual evaluation could not be performed. A tsvwb16 was returned for investigation but this was not the implant that was reported. Additionally, functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing condition noted on the per was smoker and low bone density (type IV). The reported device was at tooth location 25 (universal) for 6 years, 3 months. The customer did not provide x-rays or images. Appropriate documents were reviewed. DHR review was completed for the subject lot number 62027183. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction could not be confirmed/verified, and the reported event remains unverifiable due to the product not being returned. The following sections have been updated: g6: checked "follow-up". H3: changed "yes" to "no". H10: added manufacturer narrative h3 other text : device was not returned.